Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous circumflex artery (cx). An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter got stuck and shredded one of two non-bsc wires inside the patient. The catheter and guidewire were removed as one unit. It was noted that the catheter tip was shredded, and the distal portion of the catheter was kinked. The guidewire was not able to be removed from the catheter outside the patient. Another wire was used to complete the procedure without ivus. There were no patient complications, and the patient is expected to fully recover.